Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine and echo images were submitted to the edwards medical director for review. Observations: severe (possibly bulky) aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mitral annular calcification (mac). Fair coaxial alignment of the valve and delivery system, with slight lateral bias. Good image intensifier angle. Pre deployment the sapien valve was positioned 90:10 aortic. During deployment there was no loss of pacing capture and the patient's ventilation was held. The aortic annulus measured 19.4 mm; the sinus of valsalva (sov) diameter measured 23 mm. Impressions: the sapien valve was positioned significantly aortic (90:10) in the presence of sov obliteration (difference between the diameter of the annulus and sov of approximately 4mm) and possibility of bulky leaflet calcification on cine and tee. These factors predisposed the patient to coronary occlusion. Per the instructions for use, coronary obstruction is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. In this case, per the imaging review, it appears that the 90:10 aortic implantation of the valve in the setting of sov obliteration and possible bulky leaflet calcification led to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the patient expired following the tavr procedure. Per the discharge summary, the patient underwent a relatively uneventful transfemoral transcatheter aortic valve replacement. The sapien valve was positioned 50:50 and deployed 60:40 (aortic) in the intended location. The patient was extubated in the operating room and transferred to the cardiac surgery intensive care unit in stable condition. The patient was then noted to have decreasing saturations and bradycardia. The patient did have a witnessed arrest and initially responded well to epinephrine. The patient was reintubated and initially did well, but again desaturated and developed bradycardia. A full code was called and resuscitation was attempted that lasted approximately 22 minutes. She required vasopressor medications and cardiopulmonary resuscitation was maintained throughout the 22 minute period. An echocardiogram, although limited, was done during the resuscitation attempt. No obvious valvular displacement, dissection, or abdominal blood was seen. Attempts at resuscitation were stopped. There were no spontaneous respirations or cardiac activity and the patient was pronounced dead. The autopsy report is not yet available, but per the site the autopsy noted the valve covered the left main coronary artery (lmca) and the right coronary artery (rca).